Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 it was reported that the pump alarmed for loss of prime multiple times at random. The issue reportedly occurred with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: there were multiple loss of prime warnings observed in the black box history associated with an unidentified low force. The pump was exercised for 24 hours and experienced no errors, alarms, or warnings. The pump passed the force sensor check. There was no evidence of dislodging, tears or cracks observed on the force sensor flex when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.